Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had service code 323 on their handset. Agent had pt tapped the ok button to proceed and pt had service code 201. When agent asked if pt had tried changing their therapy group assignments pt mentioned they tried going to groups a b pt stated, "it wouldn't go on either one". Rep called while present with patient to report issues with connecting to ins. Caller reported that since patient had a cardiac ablation on (B)(6) 2025, the issue has persisted. Caller said when they tried to connect with clinician programmer, they got message that said, "cannot provide requested therapy" and that therapy had been turned off because the settings were too high. The message prompted caller to choose a lower amplitude. Caller had the option to set amplitude to 0 ma, but the request would get 75% processed before getting a "no device response" message. The next option was to then exit the workflow. Agent suggested trying to connect with patient handset. When this was done, a message appeared with a 323 error code. When caller tried to clear that message, another message popped up with a 201 error code. Agent suggested trying the reset function of the clinician app on the ins. This was done, but the same messages persisted on both the clinician and patient apps. Agent reviewed meaning of messages and offered to escalate to principal agent to determine if there were any further options at this point. Agent did review possibility of needing to replace the ins. Of note, patient has 2 inss. Caller said the ins was unaffected and functioning normally. Caller confirmed patient first saw these message the night of the procedure.

Manufacturer narrative:
Continuation of d10: product ID a72400 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.